Event description:
The pt reported the infusion device does not properly deliver insulin. She stated she changed the infusion site, tubing, and insulin cartridge on (B) (6) 2010 and her blood glucose has been elevated to up to 300 mg/dl since that time. Her normal blood glucose level is 130 mg/dl. She stated she changed the infusion set 5 more times and her blood glucose elevated to 500 mg/dl. She injected insulin via pen until she returned home on (B) (6) 2010. When she returned home, she changed the infusion site but her blood glucose remained elevated to 200-430 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.